Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Hp states patient line became disconnected from patient and then machine alarmed se2240. Tsr had hp close all clamps, cycle power to se2367 and then to press go to start. Tsr explained hp alarms and advised him to start over with new supplies due to possible contaminaton in lines. Tsr also suggested hp to call back for help bypassing day cycle. Hc ok. No patient injury or medical intervention was indicated at the time of the initial report. This writer contacted the home patient¿s nurse, who was made aware of this incident. The nurse stated that she had seen the patient in the clinic a couple of times since the alarm and confirmed there was no patient injury or medical intervention

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 27, 2007.